Event description:
It was reported that a patient was using a pump for approximately 1 month. One day when placing on charge the device did not charge and the charger sparkled. There was no backup available and it caused a delay greater than 2 h. The patient suffered no injury due to the malfunction.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. The visual assessment found the dc inlet port to be broken, damage was also found to the left and right case inserts and the top case. A functional evaluation found the device could not charge or operate on dc power due to the defective dc inlet port. A relationship between the reported failure and the device has been established. The root cause was determined to be a hardware failure. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure have been reviewed and shown that in the previous four years there have been further instances, these instances are being monitored to determine if additional actions are required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.